Event description:
It was reported that the patient experienced incorrect tubing length with an inflatable penile prosthesis (ipp). The ipp remains implanted and the tubing length was adjusted. Additional information was reported that the tube was too long and the patient felt something weird. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.